Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the lever was pulled up to deploy the foot and when the needle plunger depressed, it "popped backwards" almost out of the device. The lever was pushed back down against the body of the device to retract the foot and the device was removed. A second proglide device was used with the same results. Manual arterial compression was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second proglide is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found both cuffs were attached to the link and still loaded in their respective foot. The rail end of the monofilament was inside the guide tube with the needle tip still attached to the rail end. It appeared that the plunger was inadvertently pulled out instead of being pressed down for device deployment. The plunger appeared normal and there was no bend set on the needles. For a normal deployment of the device, the plunger cannot be deploy or pulled out of the body unless the lever is activated/open. During investigation of the device, the plunger was inserted, the lever was closed and the plunger stayed inside the body of the device. Only when the lever was open can the plunger be pushed down or pull out of the device. The plunger was deployed and the anterior cuff was captured. There were no manufacturing or quality deficiency detected. Based on the investigation findings, a probable cause could not be determined that could have contributed to the reported event. A review of the lot history records did not reveal any nonconforming material records for this lot that could have contributed to this reported event. A query of the complaint database was performed and there were no other reports within this lot for a plunger popping backwards almost out of the device after it was depressed.